Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the water on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.